Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.

Event description:
It was reported by the patient that he underwent total hip arthroplasty in 2007, and experienced pain since that date. A recent bone scan showed loosening of the cup and his surgeon has recommended a revision procedure, which is scheduled for 2009.